Event description:
It was reported that when an attempt was made to insert subject coil into a microcatheter, slight resistance was encountered in the shaft, thus, the subject coil was carefully advanced within the shaft; however, the subject coil got prematurely detached in the microcatheter shaft. Since the aneurysm was coiled enough, the prematurely detached coil was removed with the entire microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that when an attempt was made to insert subject coil into a microcatheter, slight resistance was encountered in the shaft, thus, the subject coil was carefully advanced within the shaft; however, the subject coil got prematurely detached in the microcatheter shaft. Since the aneurysm was coiled enough, the prematurely detached coil was removed with the entire microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that slight resistance was encountered in the shaft, thus, the coil was carefully advancing within the shaft. However, the coil got prematurely detached in the microcatheter shaft. A non-stryker microcatheter was being used. The internal diameter was noted to be compatible with target xxl coils. The coil was removed, and the procedure was completed successfully without inserting another coil. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported events of coil in catheter friction, main coil prematurely detached/separated during use.